Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a maverick2 monorail balloon ruptured. The lesion being treated was located in the severely tortuous and 100% chronic total occlusion in the mid left anterior descending artery. The physician advanced the 1.50x15mm maverick2 balloon to the lesion and inflated it to 8atms. Next, the physician inflated the balloon a second time to 8atms for two to three seconds and then the balloon ruptured. The device was successfully completed with another 1.5x15mm maverick2 balloon and the deployment of a stent. Patient status is listed as "good".